Event description:
Home pt (hp) reported pt line of homechoice set became disconnected from the transfer set during treatment phase dwell 4. Hp received system error 2240 alarm and stopped treatment at that time. There was no pt injury or medical intervention associated with this incident.